Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the action taken to resolve the issue was that the controller was replaced. The issue has since been resolved. It was noted that the controller and recharger will be returned for product analysis, but that it is up to the patient.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that since the summer, the ins had been charging and it stopped charging at about 80%, but when the representative checked it, they said it was often not charging and the stimulator had been turned off. On 2023-dec-25, they tried to recharge the ins, but it showed the device was not detected, and it was attempted for 2 hours in various positions, but the device was not detected. The controller was always charging, but sometimes when they attempted to charge to the ins, it displayed that there was no battery power left in the controller. The controller was charged, but it was confirmed that device non-detection was displayed; charging was attempted several times, but device non-detection was displayed and charging could not be performed. The green light switched from blinking to lit while the controller was charging, but it was confirmed that sometimes it indicated that the controller was not charging. Recently, the recharger antenna became hot during charging, so the connection site between the recharger and controller had become loose.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). G2: the country of origin is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.